Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message after 8 days of sensor wear and was unable to obtain readings. The customer obtained a "really low" reading on another device and self-treated by eating to increase glucose levels. As glucose levels remained low, the customer had contact with a healthcare professional and was treated with a glucagon injection. There was no report of death or permanent impairment associated with this event.